Event description:
It was reported that the unit screen had gone blank while on a patient. Also it is reported the unit stopped ventilating. It happened in the evening on 8/14/2023. They bagged the patient and swapped the ventilator out. According to the initial log analysis the device alarmed and a short stop of ventialtion could be detected at the reported time. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.

Manufacturer narrative:
The investigation was based on the reported event, logfile analysis of the affected device and onsite examination by dräger service. According to the investigation results the event could be traced. Other than reported, the device did not stop ventilation and the cockpit was operable. The device made a pressure release due to a short inoperable pressure measurement, caused by a suction maneuver during a volume-controlled ventilation mode. A malfunction of the screen could also not confirmed by the log file analysis. However, the log file confirmed that a "device failure" was alarmed as a result of an inoperable pressure measurement. Afterwards, ventilation was switched into standby mode and the device was switched off by the user. Consequently, the graphical user interface was visible and the screen was operable. The measurement of the inspiratory and expiratory pressure is being used for control and monitoring of the ventilation. In case the measurement is inoperable adequate alarm messages will be posted to inform the user. In case of a complete loss of function, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Corresponding visual and acoustical alarms will be activated. However, manual ventilation with an alternate device may be considered necessary. The IFU contains the following note concerning a suction maneuver: "warning, do not suction during volume-controlled ventilation. Flow delivery is limited in this form of ventilation. As a result, negative pressures are possible. Patient hazard!" There was no technical malfunction of the device found as root cause of the event. It was concluded that the event was caused by an application issue. No patient health consequnces have been reported. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the unit screen had gone blank while on a patient. Also it is reported the unit stopped ventilating. It happened in the evening on 8/14/2023. They bagged the patient and swapped the ventilator out. According to the initial log analysis the device alarmed and a short stop of ventilation could be detected at the reported time. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.